Event description:
Product was returned as an implant failure because of lack of osseointegration with bone and was removed. The fixture had been implanted for 174 days. Based on the report, the pt had moderate oral hygiene and moderate bone condition. The surgery was a traditional 2 stage in tooth location #31. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The pt outcome was reported as recovered, no complications.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within spec. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.